Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the infection control department of a hospital cultured two drains in sterile packaging from the cicu as part of their surveillance and f/u on monitoring of infection rates. On (B)(6) 2011, one of the drains culture results were positive for the following: staphylococcus capitis, gram variable bacilli present, organism non-viable, alpha hemolytic streptococcus sp (viridans group). There were no adverse pt consequences reported. Add'l info has been requested.